Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the monitor did not alarm the central and wants to have the logs pulled. The device was in use and an adverse event was reported.

Event description:
It was reported the monitor did not alarm the central and wants to have the logs pulled.the device was in use and an adverse event was reported.

Manufacturer narrative:
The adverse event was reported in mfg report #1218950-2022-00227.